Event description:
It was reported that bd q-syte closed luer access device septum pushed into adapter. The following information was provided by the initial reporter, translated from chinese to english: during use of the product, the separator membrane buckled and leaked liquid; the number affected was 2, and the sample can be returned 1, with photos provided; a green claim is required, a complaint response letter is required, and a complaint acceptance letter is not required.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined from the three photographs that were provided for investigation. The photos showed what appeared to be the top disc of the septum partially separated from the top body. Without the physical sample, it could not be determined if any manufacturing defects caused or contributed to the reported issue. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined. The photos and physical sample showed the top disc of the septum partially separated from the top body housing. Adhesive was present around the perimeter of the septum, which indicates that the septum was bonded to the housing. A column tear was also observed in the septum, which allowed fluid to leak. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Because the component appeared to be properly assembled, the damage may have occurred during use; however, the root cause was unknown. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.